Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after end to end anastomosis in an open sigmoid resection, the device was caught after firing and was difficult to remove from the cavity. The surgeon had to pull multiple times, until the anvil popped off inside the colon. The til top anvil was released from the trocar tip and the surgeon had to use a scope to retrieve the device. Due to difficulty removing surgeon was concerned about anastomosis so the patient was given a "stoma". Stoma will be reversed soon but will require another surgery. Surgical time was extended for 30 minutes or more.